Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided b3: date of event: unknown / not provided d1: brand name unknown / provided d4: additional device information unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the abutment fractured at the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) unknown zimmer abutment for evaluation. Visual inspection was performed. Returned abutment shows signs of wear/use. Fracture identified at its screw. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely user caused. Therefore, based on the available information, a device malfunction has occurred. The returned abutment was fractured by the threads. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.